Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Device electronics operates within specification during investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient_s hearing performance with the device was affected. During a programming session it was found that in situ measurements showed some non-functional channels. There is no report of trauma. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. At programming session, it was found that in situ measurements showed some non-functional channels there is no report of trauma. The patient was re-implanted on (B)(6) 2017.